Manufacturer narrative:
Additional information received on (B)(6) 2021 and (B)(6), 2021: a1 (patient identifier), a3 (weight, unit of measure - weight), b5 (describe event or problem), e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter phone, initial reporter fax), e3 (occupation), e4 (init rptr also sent rep to FDA), g2 (report source), h10 (additional MFR narrative). Block h6: medical device code a150103 captures the reportable issue of bands premature deployment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block g2: medwatch number is mw5100975. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on(B)(6), 2021. During the procedure, when attempting to deploy the bands onto the varix, two bands were fired at once and on the second deployment attempt three bands fired at once. It was reported that there was no audible click heard when deploying the device. Additionally, it was noted that there was no difficulty experience when setting up the device. The procedure was completed with the same speedband superview super 7 device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2021 and (B)(6), 2021*** it was reported that the three bands deployed at once on the first deployment attempt and two bands deployed at once on the second deployment attempt. Additionally, the patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the bands onto the varix, two bands were fired at once and on the second deployment attempt three bands fired at once. It was reported that there was no audible click heard when deploying the device. Additionally, it was noted that there was no difficulty experience when setting up the device. The procedure was completed with the same speedband superview super 7 device. There were no patient complications reported as a result of this event.